Event description:
During an initial implant of a ventricular leadless pacemaker (vlp) on (B)(6) 2026, it was reported that the physician elected to reposition the vlp due to poor current of injury and high capture thresholds. During the repositioning attempt, the vlp dislodged and embolized to the pulmonary artery after prematurely separating from the delivery catheter (dc). The dislodgement of the vlp was verified via fluoroscopy. Additionally, visualization of the dc outside the body noted the tethers failed to align. The dc was exchanged and the vlp was not used and new vlp was successfully implanted. The patient was stable throughout the procedure.